Manufacturer narrative:
(B)(4). This is one of 5 records reflecting multiple occurrences (B)(4). Add'l occurrences are documented as MDR #3006425876-2009-00050, MDR #3006425876-2010-00025, MDR #3006425876-2010-00027, MDR #3006425876-2010-00028. Until july 27, 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from january 1, 2009 through july 27, 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports. Please refer to the MDR for the original complaint referenced above for the f/u for this MDR.

Event description:
It was reported by the clinician that there is a problem with a variance between the real priming volume (measure with a syringe) and the priming volume indicated on the extension line of the catheter. The difference is approx 30%. Users are aware of the problem because pt had heparin in blood. At first, they believed it was a nurses mistake as they do a lock of the catheter with heparin. But after investigation, they realized that it is an issue with the priming volume of the catheter. There have been no pt complications reported.